Event description:
A successful atrial septal defect (asd) closure with a 20mm amplatzer device was performed in 2008. A satisfactory device position with no residual shunting was detected the following month, via transthoracic echocardiogram (tte). A small circumferential pericardial effusion, with no significant hemodynamic compromise was detected thirdteen days later, via tte. In context of the new pericardial effusion a transoesophageal echocardiogram (tee) was performed and showed the asd device in situ with no residual shunt. The device was noted to be in contact with the posterior atrial wall and aortic root. Surgical removal was recommended and performed two days later, and confirmed the device was eroding the atrial wall as well as the non-coronary sinus of the aorta root. The device was removed and surgical closure of the asd was performed. Additional information has been requested, including imaging of the implant procedure, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: the patient had a 20mm amplatzer® septal occluder implanted in a secundum asd without any complications. The patient experienced chest pain approximately two weeks later and was found to have a 5mm effusion without hemodynamic compromise. Tee showed that the device was in proper position and appeared to be in contact with the aortic root. The patient was electively sent to surgery and the device was removed. Intra- operatively, a small erosion was seen on the right atrial aspect with a moderate amount of bloody pericardial effusion. The device also seemed to protrude into the non-coronary sinus of the aorta. Both of these lesions were repaired without any complications.based on the intra- and post-procedure tee that was provided, this study showed a high secundum asd with a diminutive aortic rim and a thin posterior rim. The defect was sized beyond stop-flow diameter with a sizing balloon and measured about 19mm as well as 15mm by tee. The aortic root to asd angle was unusual, as part of the aorta towards the right atrium was more pronounced (the aorta was slightly eccentric compared to the asd). After the device was deployed, it appeared to be in the correct position. The device was noted to be slightly over-sized as the defect was sized beyond stop-flow. The device repositioned itself after release, which is not unusual. It was after the repositioning that the right atrial disc (the edge of the disc toward the aortic root) buckled with each cardiac cycle. This, later on, resulted into an atrial free wall erosion and also compromised the integrity of the aortic root. The device was removed before development of tamponade. According to aga's medical consultant, published literature and the amplatzer® septal occluder instructions for use, closure of high secundum atrial septal defects carries a higher chance of device related complications. Balloon sizing was performed slightly beyond the stop-flow diameter of the defect; however, this was not a factor in this particular device related erosion. The unusual angle of the aortic root to the atrial septum resulted in the device buckling and folding of the right atrial disc with every cardiac cycle. The aortic root was more pronounced towards the right atrial side. This was a very hyper-dynamic defect, ranging from 2-3mm to 15mm during the cardiac cycle. The angle of the aorta to the asd was the most important factor in this case. This unusual angle has not been seen before in patients where a device was implanted.

Manufacturer narrative:
The device was not returned for analysis as it was discarded post-procedure.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.